Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an fiber optic sensor failure alarm. There was no aline or pressure readings available. The customer tried two console with same error message. An external cable was found and connected to the bedside monitor. The fiber optic was unplugged and the console was zeroed. A clean crisp transducer pressure was observed on the pump. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender tubing was also returned. Two kinks were located on the catheter approximately 42.4 cm and 75.9 cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 23.1 cm from the iab tip. The optical fiber was found to be broken, confirming the reported alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference #: (B)(4), record ID: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an fiber optic sensor failure alarm. There was no aline or pressure readings available. The customer tried two console with same error message. An external cable was found and connected to the bedside monitor. The fiber optic was unplugged and the console was zeroed. A clean crisp transducer pressure was observed on the pump. There was no reported injury to the patient.